Manufacturer narrative:
Awaiting the return of the sample for evaluation. A follow-up report shall be submitted, upon completion of the investigation for this report.

Event description:
Pt had a thigh graft placed on (B)(6) 2013. Pt was doing fine until she stepped out and fell at home about 48 hours after surgery. Noted to be actively bleeding, ems called and pressure dressing applied. Bleeding controlled but graft clotted. She has received two units of rbc. On exploration, there was a hematoma in the groin and complete disruption of the venous limb of ptfe graft just distal to the venous anastomosis with a clot. The femoral vein was exposed and controlled, the graft declotted and revised using an additional ptfe segment and flow was restored. The remnant of the graft attached to the femoral vein was resected.